Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for patient-1. Issue was brought to the customer's attention on (B)(6) 2012 when patient-1 was tested on the meter and obtained a result within his therapeutic range of (2-3). Patient was sent to the hospital for 24 hour observation because he was having a hard time breathing due to this chronic obstructive pulmonary disease (copd). Inr tested in the hospital's lab and pt's inr was around 5. Doctor had pt hold his warfarin for a few days and retested on the meter on (B)(6) 2012; result was slow outside of therapeutic range but patient was again sent to the hospital for another 24 hr observation; hospital inr came back over 3.

Manufacturer narrative:
Case was submitted to the medical advisor for review. Medical advisor determined that the inratio product did not contribute to the hospitalization that was reported in this complaint. Investigation pending.